Manufacturer narrative:
The subject device was not returned for device investigation, meaning the defect could not be confirmed and device inspection was not performed. Since the subject device was a refurbish product, the refurbish record was reviewed and confirmed that the subject device was shipped in accordance with the specifications. Manufacturing date of the refurbished device was may 24, 2022. The device was repaired on june 7, 2022 and july 22, 2022. There was no report on the subject device being used in procedure after the suggested event was reviewed. No information to judge deviation from instruction for use (IFU) was confirmed from review of reprocessing steps provided from the user. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not yet returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the uretero-reno fiberscope had a problem related to the culture test. The issue was found during reprocessing. There were no reports of patient harm.